Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this guidewire was not implanted successfully due to tip had broken off and remained in the coronary sinus. Imaging was utilized to confirm retention of the tip. Vascular surgery was consulted on removal but the physician opted to leave the lead tip in place and to secure with the coronary sinus lead. This guidewire was never in service. The patient was transferred to recovery room in stable condition after the procedure. No adverse patient effects were reported.